Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device will not launch past cannot locate mpm application.exe - re-apply latest software update error. There was no impact nor health consequences noted, however, it is unknown at this time if the device was in use. A good faith effort has been initiated.

Event description:
This report is based on information provided by remote service engineer rse, philips technical product support specialist, a service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device will not launch past "cannot locate mpm application.exe - re-apply latest software update error". There was no impact nor health consequences noted.